Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller was unable to communicate to a monitor, unable to register commands from the front display push buttons and was unable to register an alarm adapter connected to the serial port. A "no power" alarm was activated during testing; however, the controller was receiving power from the power sources. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Supplemental testing was performed, and revealed that the user interface controller, which is the main integrated chip responsible for the operations of the controller, was faulty. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty user interface controller. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was returned to the manufacturer because the no power alarm would not stop after it was reprogrammed and taken off the monitor, even with trying to attach a pacifier and a battery it continued to alarm. The controller subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.